Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82. (B)(4). No consequences or impact to patient. (B)(4).

Event description:
The customer reports that a sample from (B)(6) year-old patient diagnosed with chronic (B)(6) and hospitalized since (B)(6) 2015 with anemia generated (B)(6) assay results of (B)(6) on an architect i1000sr analyzer. The sample tested not (B)(6) with an immunochromatography methodology. However, the sample did dilute linearly. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There were no returns made available from the customer site so clinical specificity testing was performed using an in-house retained reagent pack of lot 53378lf00. All specifications were met, indicating acceptable performance of this reagent lot. The architect anti-hbs assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.